Manufacturer narrative:
D10: 300-01-15 - equi, humeral stem primary, press fit 15mm: (B)(6), 300-10-45 - equi replicator plate 4.5mm o/s: (B)(6), 300-20-02 - equi square torque define screw drive kit: (B)(6), 310-01-50 - equi, humeral head short, 50mm (beta): (B)(6), 314-13-33 - equi cage glenoid m, post aug, right: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient who had a right tsa, underwent a revision procedure approximately 9 years 7 months post the initial procedure. The patient was revised due to pain and wear. The patient was revised to reverse shoulder using a competitor¿s devices. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray image was provided. The explanted devices are not available for return. No further information.